Event description:
It was reported that the first anchor cracked upon insertion and was fully retrieved from the patient. A second anchor was inserted and broke as well. The tip of second broken anchor was left in the patient. Surgeon was unable to retrieve the entire anchor. Using a 5.5 punch he create another hole to insert a new anchor. Did not tap.a third anchor was inserted in the second hole and upon looking at the screen, the surgeon saw it was about to crack so the surgeon decided to retrieve the anchor. A fourth anchor was inserted from a different lot (434495) and the case was successfully completed. Case: rotator cuff repair. The quality of the bone, hard. Four anchors were used to complete this case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Evaluation of the returned devices confirm the corkscrew implants have broken. Fracture faces are located at points along the implant which are engaged by the driver when the device is inserted. The dfu states when inserting into hard bone first use the punch to create a pilot hole then insert the tap to better prepare the bone. According to the event description no tap was used in the case indicating that the complainants event and observed condition were due to user misuse as the bone was improperly prepared. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.